Manufacturer narrative:
The covidien failure investigation engineer (fie) evaluated the returned the 806 compressor solenoid valve assembly and an 806 compressor printed circuit board (pcb). A visual inspection of the returned part was conducted and no anomalies were observed. The reported malfunction of ¿the compressor had a burning smell¿ was verified. A failure investigation test ventilator (fitv) was used for the functionality tests, as detailed in the 840 ventilator service manual. The unit was attached to the fitv for analysis. The unit was normally powered, and no errors were recorded in the diagnostic logs. Calibrations and tests procedures ran successfully without any errors. The unit was set into normal ventilation mode, and ran successfully for four hours. A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during this period. The reported fault was caused by the 806 compressor solenoid valve assembly, which was also returned under this investigation number, and it was replaced as a precautionary measure. The reported failure was verified.

Event description:
It was reported by a customer in the USA that, the 840 ventilator compressor had a burning smell. There was no patient involvement.

Manufacturer narrative:
The technical service engineer (tse) troubleshot this issue with the customer over the telephone. The action recommended by technical support engineer (tse) corresponds with accepted service practices for the error codes generated by the device. The customer was instructed by the tse to call back if the recommended tests did not correct the failure. There is no available information regarding the customer completing the tests, and returning the unit back to service. Covidien reference number (B)(4).